Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. However, the samples were not tested for the indicated failure mode for sample quality( fibrin). Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status and medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may also result in fibrin formation in the serum and or plasma. Serum gel tubes need a minimum of 30 min clot time. Other factors that may affect the sample quality include storage conditions, temperature, and centrifugation conditions. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality nonconformance during manufacturing of the product. Investigation conclusion: based on the evaluation of the customer complaint, the samples were not tested for the indicated failure mode for fibrin. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status and medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may also result in fibrin formation in the serum and or plasma. Serum gel tubes need a minimum of 30 min clot time. Other factors that may affect the sample quality include storage conditions, temperature, and centrifugation conditions. Root cause description: based on the investigation, no true root cause could be determined. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status and medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may also result in fibrin formation in the serum and or plasma. Serum gel tubes need a minimum of 30 min clot time. Other factors that may affect the sample quality include storage conditions, temperature, and centrifugation conditions. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure released hair-like strands into the sample. Consumer questioning the release of activator from the gel. Found after use. No reports of serious injury or medical intervention noted.